Manufacturer narrative:
The driver was returned to the manufacturer for evaluation. It was reported that the tip of the driver was worn and rounded out. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: device lot number and manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time as the lot number is unknown. No parts have been received by the manufacturer for evaluation as they were discarded at the site. No parts returned for analysis.

Event description:
A medtronic representative reported that while outside of a procedure, an instrument on the navigation system was damaged. The driver tip was worn out and could no longer screw the clamp tightly. There was no patient present when this issue was observed.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.